Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleged cough,filters dirty,nasal/throat irritation or soreness,burning smell,device has strange odor,burning smoke/electrical odor. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, filters dirty, nasal/throat irritation or soreness, burning smell, device has strange odor, burning smoke/electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: unknown grayish contamination (dust-like) at the air inlet of the blower box. White dust-like contamination and potential hair/fibers on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Tiny unknown white specks of contamination on the bottom the blower box. Unknown black and white dust-like contamination, potential black hair/fibers, and unknown black marks on the top, sides and front of device. White dust-like contamination on blower box lid. White and black, not consistent with foam degradation, dust-like contamination on the inside of the front panel. Black potential hair/fibers and white and black, not consistent with foam degradation, dust-like contamination on the rear panel. Fitt ( foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.